Event description:
The patient is a middle-aged white male who was being treated as an outpatient for surveillance of familial adenomatous polyposis with multiple duodenal adenomas. He was scheduled for egd (esophagogastroduodenoscopy) with cryoablation of duodenal adenoma (da). He has had 5 successful da cryoablations since 2017. The md was experienced in performing cryoablation procedures for duodenal adenoma patients. She advanced the cryoablation catheter endoscopically. During catheter positioning, the cryo-balloon spontaneously inflated and released frozen nitrous for several seconds before stopping, without any input from the physician. The balloon remained inflated despite multiple attempts to deflate the balloon using system functions and manually using a syringe to pull back. After several attempts the balloon spontaneously deflated. The physician identified blood on duodenal wall and inspected the surrounding duodenum. There was a deep mucosal tear with bleeding noted in the duodenal wall and 3 endoclips were placed. The bleeding resolved and the scope was removed, egd ended. Post-procedure, the patient complained of abdominal (6-8/10) pain in the recovery area. An abdominal x-ray showed no free air suggesting a perforation, but the patient was admitted for observation. Pain medications, hydration, and antibiotics were initiated. The next day, a repeat abdominal x-ray showed free air in the left upper quadrant and an abdominal CT identified a duodenal perforation. Conservative management was attempted, but the patient ultimately required surgical exploration and bowel resection for perforation. The patient was discharged home and is recovering. The representative for the vendor was present on site and took both the cryo-machine and catheter from the hospital before we had a chance to inspect it. The clinical engineering department evaluated the foot pedal which appeared to be working properly, with no friction or sticking. The foot pedal was sent to the manufacturer for additional evaluation. The physician stated that she did not touch the controls or foot pedal prior to the balloon independently inflating. The cause of the device malfunction was not clear. The md reported that she did not touch anything that would have triggered spontaneous balloon inflation. The physician could not identify any potential input into the device that would have caused the auto-inflation of the balloon, and typical methods for balloon deflation did not work when deployed. Manufacturer response for cryoballoon catheter, pentax cryoablation balloon catheter (per site reporter). We are awaiting feedback from the manufacturer.